Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer not detected on bus, which located on usper. As per part investigation, it was determined that there was thermal damage observed to component u300 on the full height cubie pmc circuit board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "drawer failure - not connected to bus" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order 02248334, the fse reported that replaced drawer controller and pyxibus controller drawer 4. During dchu visual inspection: p/n: 151903-01: was received with signs of thermal damage on component u300. P/n: 151622-01: the part received showed no signs of physical damage, fluid ingress, loose or missing components. During dchu testing: p/n: 151903-01: no further testing was required due to thermal damage found during the external inspection. P/n: 151622-01: passed the dmm and hta testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u300 on the full height cubie pmc (p/n: 151903-01) circuit board resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.